Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the surgeon was using the device for a lap hand-assisted colon resection, and upon removing it from the cavity, to lay the device down, the surgeon accidently hit the physician assistant's left forearm, causing a small dime-size 2nd degree burn. The assistant went to the ER to have the burn treated. Cream was issued and being used; no plastic surgeon consult.